Manufacturer narrative:
The complete manufacturing and material records for the perceval sutureless aortic heart valve, model # pvs23 s/n (B)(4), were pulled and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve, model # pvs23 at the time of manufacture and release. No further information from the physician will be provided to the manufacturer. Based on limited information received the root cause cannot yet be determined at this time. The device is not available for return or analysis, and the investigation to date has been limited to the review of the device history record which confirmed this valve satisfied all material, visual, and performance standards required at the time of manufacture and release. Based on the information received that this was the physicians first procedure via rat it is possible that the user technique may have contributed to the event.

Manufacturer narrative:
This case was the physician's first implant via rat and he was proctored for the surgery. A company representative has made 3 attempts of follow up with physician , he is not willing to give any further info at this time. Please note that this event occurred in the (B)(4) and the device is manufactured at our sister site (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 a pvs 23 was implanted via rat. On the 6th post-operative day during pre discharge echo,a pvl was detected, the patient was haemodynamically stable. The physician decided to reoperate the patient and explant the perceval valve. On the (B)(6) post-operative day the perceval valve was explanted and a sutured valve was implanted via full sternotomy. The patient recovered well and was discharged.